Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the device continued to exhibit occasional oversensing, with occasional false pauses caused by undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the clinician observed intermittent t-wave oversensing (twos) with the implantable cardiac monitor. The device remains in use. No patient complications have been reported as a result of this event.